Manufacturer narrative:
Medical device lot number: an100114. Portions of this event were previously reported via alternative summary report on 25oct2016 (exemption number e2014015); this report is intended to be a follow-up report to submit additional information that has been received. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the patient experienced back pain, vaginal discharge, urinary frequency, and urine cultures positive for e. Coli.